Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having high blood pressure, and are taking medication for high blood pressure and depression. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having high blood pressure, and are taking medication for high blood pressure and depression related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.  Section h6 health effect- impact code has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having high blood pressure, and are taking medication for high blood pressure and depression related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date a follow-up report will be filed. The reported event of having high blood pressure, and are taking medication for high blood pressure and depression, lung nodules seviority was reviewed by the manufacturers clinical expert. This event is asses as not related to the device in this case. Based on the available information rhw manufacturer concludes no further action is necessary. There was no medical intervention required by the patient.